Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer¿ eclipse" blood collection needle experienced safety shield failure. The following information was provided by the initial reporter: translated to english. The customer stated the "outpatient blood collector collected blood from the patient and when the needle holder was installed, the safety lock was loose and fell off."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/23/2020. H.6. Investigation: bd received 1 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through CAPA#1277214. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. The following information was provided by the initial reporter: translated to english. The customer stated the "outpatient blood collector collected blood from the patient and when the needle holder was installed, the safety lock was loose and fell off."